Event description:
Event description boston scientific received information that the patient with this device passed away two years prior. The family member reported that the change in programming performed two days before the patient's death may have contributed to the death. The family reported that the cause of death written on the death certificate was cardiac arrest. The family contacted technical services and medical records to request that our company not send any further correspondence. Prior to this correspondence, there were no product experience reports against this device from the family, our field representatives or the physician.

Manufacturer narrative:
Not returned. Event conclusion as of this report, the device was buried with the patient and has not been returned for analysis. There is no additional information related to this event. If additional information becomes available, the event will be reopened.